Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that when they were in the hospital they were under medication and they were messing with the device and for some reason now they couldn't get it to work and they were not urinating like they used to. The patient said they just went through surgery and had a catheter and was catheterized over the weekend and the catheter had been out 2 days now but they still were not urinating. The patient said they had increased stimulation on the current program they were at, but that did not help their symptoms and they could not go up any further with the stimulation without discomfort. The agent reviewed therapy information and general programming guidance. Patient was able to successfully change programs and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.